Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was disconnected from the cassette line. This occurred during peritoneal dialysis therapy. The transfer set was changed in the hospital. The patient received prophylactic antibiotic treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.